Event description:
It was reported by service report that the rod side hydraulic hose is leaking. Customer could not determine if there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Rod side hydraulic hose.